Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this patient received an inappropriate shock and inappropriate anti-tachycardia pacing (atp) form this implantable cardioverter defibrillator (ICD) system. The patient was hospitalized where an x-ray was taken and confirmed that this right ventricular (rv) lead was fractured. This resulted in oversensing of noise and the aforementioned inappropriate therapy. This ICD system was deactivated then this rv lead was explanted and replaced the next day. No additional adverse patient effects were reported. This product is expected to be returned for investigation.